Event description:
It was reported that during a shoulder arthroscopy, instruments inside patient, the healicoil anchor broke. Th broken pieces were removed using tweezers. The procedure was completed with a s+n back up device, no additional bone hole was necessary. No significant delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H2: additional information ¿b5¿ h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the packaging process summary found that the storage requirements, material specifications, and material tests were appropriately documented a review of risk management files found that the reported failure was documented appropriately. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. According to the report, the broken pieces of the healicoil anchor were removed from inside of the patient with tweezers. Based on the information provided, the procedure was completed with a s+n back up device using the same bone hole without a significant delay. Since there was no patient injury or other complications reported; no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, instruments inside patient, the healicoil anchor broke. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.